Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: initials- (B)(6), gender- female, age at the event- 50 years implant date: (B)(6) 2014. It was reported that a patient underwent lumbar surgery. During the procedure, one screw slipped and had to be replaced to complete the surgery. There were no patient complications reported with this event.

Manufacturer narrative:
Product analysis there is some damage to the first thread of the m8 break-off screw. While with screw could be started into a sample head the damage could affects it ability to hold. Conclusion: the above observations are consistent with misalignment (B)(4).